Event description:
It was reported that the patient presented during clinical follow-up. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing. Inappropriate shock was noted as a result of the oversensing. The reported was capped and replaced on (B)(6) 2023. It was noted that the reported lead had fractured. The patient was discharged.